Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Surgeon revised patient's left hip dut to stem broke. Replaced stem and head.

Manufacturer narrative:
An event regarding a fracture of an omnifit stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as insufficient medical records were provided for review. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed. The root cause of the reported event could not be determined due to the minimal information received. The medical records that were received were not sufficient enough for a dictation to be mad. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised patient's left hip due to stem broke. Replaced stem and head.